Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2024, the pediatric patient experienced a skin reaction and an infection. The patient developed redness, inflammation, swelling, dry skin, and an infection under the sensor patch. On (B)(6) 2024, the parent consulted a physician who prescribed an oral antibiotic (cephalexin, unspecified dosage for 10 days) and a topical steroid (clobetasol ointment, twice per day) medication. On (B)(6) 2024, follow up contact with the parent was made to verify the medication information and the parent confirmed the patient still had dry skin at the reaction site. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.